Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient reports having bleeding and bruising at the pod infusion site (abdomen). The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids and antibiotics. The patient was prescribed pain killers. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.